Event description:
It was reported that during a laparoscopic vaginal hysterectomy the device came apart. The device had appeared "fine" and had been inserted without difficulty by the surgeon. It then was noticed that the device was leaking carbon dioxide from around the top of the device. It was noted that the trocar was broken "between where the white body of the trocar meets the clear body of the rest of the trocar." A new trocar was used. There was no patient injury. (B)(4).

Manufacturer narrative:
Final device investigation: the device was returned broken into two pieces. The seal cap was separated from the body of the device sleeve. No functional testing was possible due to the condition of the device.